Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, upon inspection of delivered devices at the distribution center, a hair was found in the packaging of a micropuncture transitionless access set. There was no patient involvement. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The sealed/unopened complaint device was returned to cook for investigation. A hair-like fiber was noted within the sealed pouch. A document-based investigation evaluation was performed. There have been no other failure-related complaints for this lot number. One relevant non-conformance was noted on the lot; however, all affected product was reworked and there are 100% inspections in place to capture the non-conformance. The product IFU states ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is no doubt as to whether the product is sterile.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification. Although one relevant non-conformance was noted on the lot, all non-conforming product was reworked, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other failure-related complaints have been received from the field on the lot. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing/quality control deficiency contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Name and address: postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon inspection of delivered devices at the distribution center, a hair was found in the packaging of a micropuncture transitionless access set. There was no patient involvement.